Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the error test due to broken solder joint at the interface board. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked lcd window.

Event description:
Customer reported a signal too low alarm and a excessive no delivery alarm. The customer's blood glucose was 248 mg/dl. The customer stated the temp basal was not programmed before the no delivery alarm. She also stated there was ch displayed on the screen. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.